Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening. As per the investigation procedure, creases and wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: a.2, a.3a, b.5, b.6, d.1, d.2a, d.2b, d.4, d.9, h.3, h.4, h.6.

Event description:
Healthcare professional reported "rupture" diagnosed via MRI and ultrasound. This record is for the left side. Device has been explanted.